Event description:
It was reported that a patient presented in a unknown manner, with loss of capture noted on the patient's right ventricular (rv) lead . No intervention was reported. No patient consequences or symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.